Event description:
After implantation of a peg probe, a spontaneous dislocation from the gatric wall in the free peritonal cavity occurred. Peg was immediately removed surgically. No visual defects are perceptible at the probe, balloon is fully functional, no visual manipulation is perceptible. Proble is in perfect condition.